Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs1513 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "piccline will be redesigned. During aspiration, only air comes out. Removes the injection valve and during aspiration there is still air with mixed bubbling blood. Visually, no holes are visible."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint that the catheter cause or contributed to the air filling the syringe during aspiration was unconfirmed since the problem could not be reproduced. One 4fr single-lumen powerpicc solo was returned for investigation. The catheter extended to the 43cm depth mark. Evidence of use was observed on the returned sample. A microscopic examination of the catheter revealed nothing remarkable. No holes were observed in the catheter tubing. A functional test revealed no leaks in any part of the returned sample. The extension legs and catheter were flexed and pulled in order to expose any breaches in the tubing, but no leaks were observed. The syringe plunger was pulled to create a vacuum within the catheter, but no air was drawn in through the PICC. Since no breaches were identified in the catheter during the sample analysis, the complaint was unconfirmed. A review of the manufacturing records showed no issues during the production of this lot that may have contributed to the reported event and no other similar complaints were reported for this lot. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "PICC line will be redesigned. During aspiration, only air comes out. Removes the injection valve and during aspiration there is still air with mixed bubbling blood. Visually, no holes are visible."